Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A PICC was placed from argon lot number 11598928 on (B)(6). On (B)(6) a nurse noticed leaking from the same area as other PICC s have shown to leak. Just as in the other instances, a hummi was added and the leaking subsided. The PICC stayed in place until (B)(6), when it was removed without further leaking.